Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaw of the device appeared to be in alignment and the clip retainer and push fork were acceptable. Upon functional evaluation, the device fired and loaded clips more slowly than normal. Every other clip that was test fired came out of the device without proper pinch and alignment - there was a gap at the proximal end of the clip. The other fired clips had proper pinch and alignment. The device history record was reviewed and no discrepancies were found.

Event description:
It was reported that the device would not fire and failed to advance clips. The device was used on a patient. A new device was opened. There was no patient injury. Additional information was requested but no additional information was received.